Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported that hives broke out all over her body. There is no alleged device malfunction. The patient's doctor prescribed benadryl for the rash. Follow-up indicated that the rash was improving.